Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low and high blood glucose (bg) level; value was not provided. Customer's bg was "low" and "high" per continuous glucose monitor readings. Suspected cause of low bg was due to the customer¿s settings requiring adjustments and cause of high bg was unknown. Customer consumed carbohydrates to address low bg and high bg was addressed via correction injection. Recommendation was made to consult with a healthcare provider to discuss diabetes management.